Event description:
(B)(4). Heavy periods, bloating, periods 3 times a month, cramping all the time, weight gain, painful intercourse, numbness, nerve damage, vision problems, cervical stenosis, back/spine pain, constant pain everywhere, not able to drive a lot.